Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during tracheostomy care, the rn observed that the tracheostomy flange was on the verge of breaking completely. The tracheostomy tube was changed proactively to prevent decannulation on the same day. There was patient involvement with no harm.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.